Event description:
Customer alleges a patient was entrapped between the siderail and mattress. The patient was not injured.

Manufacturer narrative:
The hill-rom field investigation indicated the event occurred two years ago.there is no serial number documented and the location of the bed is unk. The advance series beds at this account do not have hbsw kits installed. Hbsw brochures have been sent to the account.